Event description:
According to the report, the patient had adjunctive tmr. The complainant heard that the patient had a poor outcome; there is a possibility of a death. The patient was operated on by the complainant's partner.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report from the representative, the patient had adjunctive tmr. The complainant heard that the patient had a poor outcome; there is a possibility of a death. The patient was operated on by the complainant's partner. Multiple attempts were made via email on (B)(6) 2014, (B)(6) 2015 to clarify the nature of the poor outcome, but were not successful. The representative contacted the surgeon on (B)(6) 2015, but the surgeon declined to provide specific outcomes related to the patient. A request for information letter was mailed to the surgeon on (B)(6) 2015, but a response was not received. Additional information received via phone contact with the representative on (B)(6) 2015 indicated that the date of procedure and the date of incident was (B)(6) 2014. The lot number ta-0434 was provided for the hp-sg3 handpiece that was used in the procedure. There is no evidence of a root cause to this complaint in the manufacturing or incoming inspection records for lot ta-04034. According to all documentation the handpieces were built to specification, underwent all final testing and inspections and were appropriately sterilized. A review was performed based on the available information. There is insufficient information to determine what the reported "poor outcome" actually was, or how the device was utilized during the procedure. Therefore, no conclusion can be made regarding the relationship between the reported event and the device.

Event description:
According to the report, the patient had adjunctive tmr. The complainant heard that the patient had a poor outcome; there is a possibility of a death. The patient was operated on by the complainant's partner.